Event description:
The customer reported three (3) false positive results with the ID now covid-19 2.0 assay performed on an (B)(6) 2023. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample. Confirmation testing was performed via pcr (platform: light cycler) and generated a negative result on an unknown date. Repeat testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m230293 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot: m230293, test base part number 192-430/ lot: m230293. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m230293 showed that the complaint rate is 0.00559%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use, device discarded.